Event description:
A peritoneal dialysis nurse (pdrn) reported her pt hit his head, felt nauseous and was taken to the hospital. The pdrn was notified that the pt later expired (exact after date unk). It was mentioned that this pt had a history of strokes.

Manufacturer narrative:
Add'l attempts to the pt have been made with no add'l info provided. This MDR includes all event info received to date. Due to the lack of add'l info and the report of pt death, this MDR is being filed as a serious injury. A supplemental report will be submitted upon final review by post market clinical physician and completion of the plant's investigation.